Manufacturer narrative:
Concomitant medical products: 10014914; 2.5ml covidien monoject syringe of 0.9% nacl, ref (B)(4) lot :15l2254, exp: 11/8/2017, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leaking from the connection of a maxzero and a port on a quad fuse extension set during an unspecified infusion. In the nicu. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
(B)(4). Cont'd from medical products: non-bd ext set. Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of leaking at the connection between a maxzero and the female luer was confirmed. All sets and maxzero connectors were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. A crack was visible on the female luer of the administration set. Also observed were numerous tool and stress marks and evidence of damage (tool indentations and chips) on the midsection of the female luer body in the area around the base of the crack. No other anomalies or evidence of damage were observed on the maxzero connectors, the rest of the sets, or their components. Functional testing confirmed leaking from the female luer at the connection to the syringe. The probable cause of the leak was a crack on the weld line which was likely caused by external application of force resulting in damage to the female luer body of the set.